Event description:
Provider states that the consumer advised before it went completely out the right motor was making a grinding noise and pulling slightly to the right. User was getting a 5 flash error code which indicates a right motor issue.